Event description:
Unable to remove stent delivery system after stent deployment. Stent delivery system stuck in stent. Had to inflate multiple times up to 22 atms in order to expand sox "stent delivery system" off the end of the stent.